Event description:
It was reported to olympus, that the the issue was found during a cholecystectomy and there was no delay in the procedure.

Manufacturer narrative:
Correction: e2 inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to damage (buckling, disconnection, arrangement disorder, etc.) Of the ccd cable inside the curved part. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had a blank screen. The issue was found during use and the procedure was finished with a similar device. The procedure was a cholecystectomy. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to damage to the charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.